Event description:
It was reported that during follow-up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were made during the device check. Patient was in stable condition before, during and after the device interrogation and will continue to be monitored.